Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was malfunctioning front panel assembly to repair the device and return it to service. Carefusion issued a returned goods authorization (rga) number to distributor in (B)(4) for the return of the alleged faulty front panel assembly for evaluation. As of the (B)(6)2015, the alleged faulty front panel assembly has not been received.

Event description:
The distributor in (B)(4) reported that the touch screen is not working and that they observed a liquid patch on the right bottom on the screen. The device was not on a patient at the time of the event.